Manufacturer narrative:
Unit passed the sleep current test and active current test. No error 25 noted during testing. This alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running. Not confirmed. The pump was received with the motor slide rewound past the motor home switch and stuck against the motor housing. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to stuck motor. Pump received with cracked keypad overlay at select button. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump with a small cosmetic crack on button and power loss alarm. The customer's blood glucose value was unknown. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.